Event description:
It was reported that after one week on the ilet, the patient returned to a lower-carbohydrate routine, which led to frequent low glucose readings around 65 mg/dl; to treat these episodes, the patient ingested four glucose tablets as initially instructed and subsequently worked with a trainer to adjust ongoing meal and announcement practices, indicating an incorrect procedure related to meal announcements and user interface use. Symptoms included hypoglycemia with associated confusion/disorientation and anxiety. Outcomes included a serious injury/illness classification with unexpected medication intervention due to the need for oral glucose treatment. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, but a usage problem was identified, specifically failure to follow instructions concerning meal size announcements and carbohydrate intake behaviors. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error that contributed to the event.